Event description:
A malfunction alarm with code malf 12 was reported. There was no reported impact to the customer's blood glucose level as the customer declined to answer whether their level exceeded 500 mg/dl. Technical support assisted the customer with resetting the pump and confirmed that the malfunction did not recur. The customer was instructed to continue using the pump and to contact support if the issue happened again.